Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted on (B)(6) 2023. The patient stated on (B)(6) 2023 she passed out. She woke up in the hospital after 3 days of unconsciousness. She reported receiving a cgm alert but cannot recall whether it was for a high alert or an error message. While in the hospital, the patient was diagnosed with diabetic ketoacidosis (dka) with a bg over 1000 mg/dl. The patient was also told by a healthcare personnel (hcp) that the issue may be with the unspecified insulin pump rather than cgm. The patient cannot recall the treatment received for hyperglycemia. There is mention of a diagnosis of anemia and the need for blood transfusion. The patient was hospitalized for 10 days. There was no documentation of further medical intervention. At the time of the report, the patient was at baseline. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.